Manufacturer narrative:
The investigation tested the patient sample for the presence of interference. The investigation confirmed the presence in the patient sample of an interfering factor against the ft3 antibody/idiotype of the assay. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6) . The patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii ver.2 result from one patient sample tested on a cobas e 801 analytical unit. On (B)(6) 2024: the initial ft3 result from the analyzer was 11.3 pg/ml. The initial result was questioned by the endocrinologist as it was deemed high and did not fit the clinical picture and the tsh and ft4 results of the patient, prompting the rerun of the patient sample. On (B)(6) 2024: the first ft3 repeat result from another e 801 analyzer with the patient sample in a hitachi cup was 9.2 pg/ml. The serum sample tube was treated with a serum separator (valve filter) before the following reruns: the second repeat result from the analyzer was 9.32 pg/ml. The third repeat result from the analyzer was 9.38 pg/ml. The fourth repeat result from the analyzer was 9.48 pg/ml. The result of 9.2 pg/ml or 9.3 pg/ml was confirmed. The reporter suspected interference in the patient sample and would like to know if ft3 results would decrease after treatment with a serum separator (valve filter).